Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that after the replacement/repositioning of the ins, the pain was just as much and more as prior, the hcp put her on a catheter for 10 days after implant and on setting p4. The patient reported that she went back to her original doctor in (B)(6) and he repositioned the ins on (B)(6) 2019 and the pain totally went away and put her setting back to p2 and therapy is helping both bladder and bowel. It was noted that the patient did not have a managing physician, hcp listings were sent out. No further complications were anticipated/reported.